Manufacturer narrative:
Date of submission: 14-aug-2018. Device evaluation: the device has been returned and evaluated by product analysis on 13-aug-2018 with the following findings: during investigation the original complaint of a cloudy display issue was unable to be duplicated. There was evidence of moisture and corrosion on the display board. Unrelated to the original complaint, there was a crack in the pump case, and a leak due to the cracked pump case.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.